Event description:
Post hernia repair the doctor removed the catheter and noticed that the black tip was missing. The remaining segment (tip) was surgically removed at the patient's post operative appointment.